Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the emergency room visit was over 300 mg/dl. Customer stated that she was in an car accident on (B)(6) 2013 due to high blood glucose of 313 mg/dl and she stated that the insulin pump was damage in the accident and she has been having problems with high blood glucose since the accident. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.